Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 5 days after the sensor had been inserted in the arm. The cgm was reading low and the patient self-treated with sweets. The patient experienced vomitting and was feeling really terrible. She decided to go to the hospital by herself. At the hospital the cgm reading was 391 mg/dl and there was no bg taken. The patient was treated with anti-nausea medication. The patient declined to provide any further information about the event. At the time of the report the patient was good. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.